Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has caused or contributed to patient injury previously. Device issue: dislodged stent. It was reported that the stent dislodged from the balloon prior to insertion in the patient; however, the dislodged stent was not noticed until after the stent delivery system was introduced into the patient. It was stated that there was a lot of contrast that clouded the view of the missing stent. It was also reported that the stent was partially deployed after the case to see if it could be inflated. The patient received another company's stent to complete the procedure. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary : quality assurance analysis revealed that the stent delivery system (sds) was not returned. Only the stent implant was returned. There was no blood or contrast visible. The first ten rows of distal struts were deployed. The distal end of the stent implant was slightly smashed. There was no other damage noted to the stent implant. A snap gauge was used to measure the outer diameters of the stent implant. The proximal measurements met manufacturing criteria. The distal and middle measurements could not be taken due to the damage to the stent implant. Product performance engineering reviewed the incident information and results of the returned device analysis. Factors that can affect stent dislodgement outside the body include, but are not limited to, positive pressure during prep, negative pressure during prep, forced sheath removal, incorrect sheath sizing, improper or inadequate crimping at the time of manufacturing. The analysis of the returned stent implant without blood or contrast is consistent with the reported complaint of stent dislodgement outside the body. The sds of the pertinent rx ultra was not returned; hence, it was not possible to ascertain that the stent implant was originally crimped onto the balloon during manufacturing. However, it should be noted that all sds are 100% visually inspected online for stent placement/security, stent damage and dimensionally inspected to verify the crimped stent outer diameters. The returned stent implant was noted smashed at the distal end. It was gathered from the incident information that the stent was handled (partially deployed) after the case to see if it could be inflated. Considering that the stent implant is delicate, further handling of the stent, as reported, is likely to contribute to the noted smashed distal end. It should be mentioned that it is prescribed in the instructions for use that; "prior to using the guidant multi-link rx ultra coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent is located between the radiopaque balloon markers. Do not use if any defects are noted." Based on the incident information and results of the returned device analysis, a conclusive root cause could not be determined; however, there is no indication of a quality issue. A review of the finished device lot history record did not reveal any non-conforming material reports. A query of the complaint-handling database was performed and there have been no similar complaints reported with this part number, lot number combination. This MDR is considered closed by the product performance group.